Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: uterine wall"), embedded device ("migration of essure device location of device:uterine wall") and device breakage ("break of the device into two pieces") in an adult female patient who had essure (batch no. 20208778) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, meniscus tear and dysmenorrhea. Concurrent conditions included vaginal pain. Concomitant products included atenolol and ibuprofen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain female"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). In 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdomen pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). At the time of the report, the device expulsion, embedded device, device breakage, dyspareunia, fatigue and abdominal pain outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, device breakage, device expulsion, dyspareunia, embedded device, fatigue and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2019: plaintiff fact sheet- events malposition of essure device location of device: uterine wall, break of the device into two pieces, migration of essure device location of device: uterine wall, dyspareunia (painful sexual intercourse), pain, fatigue, lot number were added. Case became valid. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: uterine wall"), embedded device ("migration of essure device location of device:uterine wall") and device breakage ("break of the device into two pieces") in an adult female patient who had essure (batch no. 20208778) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, meniscus tear and dysmenorrhea. Concurrent conditions included vaginal pain. Concomitant products included atenolol and ibuprofen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain female"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). In 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, embedded device, device breakage, dyspareunia, fatigue and abdominal pain outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, device breakage, device expulsion, dyspareunia, embedded device, fatigue and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.